Manufacturer narrative:
This follow-up is to add lot numbers for all the devices which were previously unknown and also to correct one of the three devices to a different part number (catalog #). Discarded by facility.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by facility.

Event description:
It was reported that there was a possible reaction. Rotator cuff repair and subscap procedures were performed on (B)(6) 2011. Post-op, patient complained of a painful range of motion. During a follow up visit, a culture was taken and did not show an infection. Passport cannulas, 7 x 7 twist in cannula and a crystal cannula were used. A reusable punch for 5.5 corkscrews was used and no taps. Revision/removal of anchors done on (B)(6) 2012. No new implants were inserted at this point